Manufacturer narrative:
(B)(4). Additional information received: the stapler wouldn¿t fire and open during an exploratory laparotomy and lysis of adhesions. A whipple wasn¿t performed due to a different prognosis of the patient and not a result of the issue with the ethicon stapler. There was no consequence to the patient. Two doctors were performing the procedure. Customer didn¿t know what kind of tissue was being stapled or if buttressing material was used. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire with reload. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.